Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of etoposide. The etoposide was set to infuse at 1657 as a secondary piggyback infusion. At approximately 1755, the clinician observed that the bag of etoposide was still full and dripping slowly while the primary infusion was half empty and dripping quickly. The clinician used a rubber band to clamp off the primary tubing and the secondary infusion began to infuse at the correct rate. Chemotherapy administration was delayed by an hour and the next dose of chemo was delayed as well. There was patient involvement but no harm indicated.